Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited high capture threshold. During lead revision, the helix could not be extended due to tissue in the helix; the atrial lead was explanted and replaced. There were no patient consequences.